Event description:
It was reported that pump button used to wake pump was becoming difficult to press and sometimes did not respond. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, and no corrective actions or additional support measures were documented by technical support.